Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient's device was not helping them to use the bathroom and the patient thought they had a urinary tract infection (uti) in (B)(6) 2016. The patient experienced a loss or change of therapy. The device helped in the beginning, but now did not work. Prior to getting the device the patient catheterized themselves. Since getting the device, the patient didn't use a catheter anymore, but it took them all day to go to empty their bladder. If the patient drank a beer it helped them go to the bathroom more than it did when they drank water. The patient had the uti since (B)(6) 2016 or (B)(6) 2016 and the pain started on the evening of (B)(6) 2016. The patient called their health care provider (hcp) who told them to go to their general hcp's office for help with the uti and was told to call the manufacturer because they did not think it was working. The patient did not get any instructions from their hcp to make any adjustments using their patient programmer. The patient knew how to make adjustments. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.